Event description:
It was reported that when a patient presented via remote transmission, non-sustained rv oversensing was observed on the device. Programming changes were made. Patient was stable and will continue to be monitored.